Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on properly and would not go past the 'wearable defibrillator' screen. While in contact, the pt's monitor gave off a low constant siren. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on properly/low constant siren) has been confirmed. As received, the monitor would not power on past the splash screen. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the constant resets is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective memory. The pt received a replacement monitor.